Event description:
Healthcare professional reported "painful sensations", "chronic seroma", and "double capsule". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.The event of seroma is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Photo Analysis: Visual analysis of the photographs identified:¿ Seroma-Late: Unable to observe since it is not related to the device.¿ Breast Pain: Unable to observe since it is not related to the device.¿ Double Capsule: Unable to observe since it is not related to the device.No additional observations are performed.No further actions are required since no issue in the manufacturing of the device is observed.Reason for reoperation: Seroma-Late.